Manufacturer narrative:
Investigations conclude that the root cause of the issue was contamination of the vacuum tubing as determined by the field service representative.

Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. The field representative went onsite to evaluate the device and found the vacuum tubing was blocked. Further investigation by the manufacturer is ongoing for this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where erroneous results were generated by the cobas c501 analyzer. There was erroneous result for triglycerides for one patient. The patient's age, gender, and weight were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.